Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoot the unit and found out that the o2 leak is coming from shut off valve while ventilator in off condition. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator has leak issues. The customer confirmed that there was no patient involvement associated with the reported event.